Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that an asymptomatic patient suffered a pocket erosion. The erosion opened the pocket to the outside environment and caused an infection. The implantable cardiac defibrillator was explanted on (B)(6). The new device was implanted on (B)(6). The patient was stable during and post procedure.